Event description:
Ventricular under sensing noted prior to detection on some episodes. See #126. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).